Event description:
Medtronic received information from user facility report number (B)(4) that this bioprosthetic valve, implanted 1 year, was explanted due to calcification. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped. The non-coronary and left cusps were stiff due to host tissue on the outflow. The right cusp was slightly stiff but flexible possibly due to blood contact and/or the decontamination process. A section of the left cusp adjacent to the non-coronary left commissure appeared to have been excised for pathology. Tears in the right cusp side of the left right and right non-coronary commissures appeared to have occurred during explant. The two commissures appeared to have been intact prior to explant. The non-coronary left commissure was intact. Tan, thrombotic host tissue filled and stiffened the non-coronary and left cusps on the outflow. Traces of tan, thrombotic host tissue observed on the belly of the right cusp filled and stiffened the outflow. Traces of pannus were noted on the outflow rail adjacent to the right and non-coronary cusps to the backs of the right non-coronary and non-coronary left stent posts. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.

Manufacturer narrative:
No product was returned. The report stated the valve was explanted due to calcification. This finding is generally considered a patient related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.